Event description:
No confirmation of revision, or reason for revision, received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases identified other reports against the b5taw4 lot code. A review of the device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. A complaint database search finds no additional reports against the remaining provided product and lot combinations requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Report of potential claim received from (B)(6). No confirmation of revision, or reason for revision, received. The 1st and 2nd request for consent received from (B)(6) 29/10/2014. Update nov 30, 2017: additional information received: there is no new information added that changes the MDR decision. This complaint was updated on: december 05, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.